Event description:
It was reported to olympus field service engineer (fse), that the high definition lcd monitor had noisy image. It was noted that there were color stripes and shadows in the image. The subject was only visible in part of the image. The issue was found during inspection for use for a diagnostic enteroscope and it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there were black shadows in the display screen. It was also noted that the rear panel was aging and damaged and the bezel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (the image had color bars) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.